Event description:
It was reported that the suture was fallen out during the insertion of t2. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
Curved ultra fast-fix ab assemblies was returned for evaluation. The device was returned in the same package prohibiting lot identification. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The gold trigger has been fully advanced indicating a deployment of t1 and advancement of t2. Only one t remains on each needle which has been advanced to the needles pre-deployment position. The device was tested for deployment using a rubber meniscus model, each t deployed as intended. This investigation could not identify any evidence of product contribution to the reported complaint.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Complaint history search revealed no additional complaints for this production lot.